Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to remain static for an extended period of time despite routine pump usage. The customer's blood glucose level was in the 60 mg/dl range. The customer was instructed to monitor the battery level. Multiple contact attempts were made by tandem technical support to determine if the battery gauge began to decrease as expected; however, no additional information could be obtained.